Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8. Was this device serviced by a third party? No after further evaluation, the suspect medical device was changed from architect ca125 ii reagent kit, list 02k45-29 to architect i1000sr analyzer, list 01l86-01, on march 4, 2021. MDR number 3016438761-2021-00096 has been submitted for the updated suspect medical device and all further information will be documented under that MDR number. See h10.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated architect ca 125 result of 40.72 u/ml was generated for a patient sample that retested at 25.21 u/ml. No adverse impact to patient management was reported.